Event description:
Boston scientific received information that this device was explanted due to a heart transplant. There were no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was observed to have no telemetry function and could not be interrogated. Microscopic visual inspection revealed scratches, dents and electrocautery marks on the device case. The device case was removed. Internal visual inspection found that an integrated circuit (ic) was cracked. Analysis concluded that the cracked ic coincided with the dent in the device case.